Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus. The bolus was completed successfully, and the customer was able to reload the original cartridge and resume insulin therapy. The issue was resolved.